Event description:
It was reported that the customer received a motor error alarm as well as a motor position encoder error alert. Customer's blood glucose level at the time 176 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The excessive no delivery test and occlusion test were not performed, due to device constantly alarming motor error. Motor position encoder error alarm was not verified due to over written pump history. The device was received with minor scratched display window, cracked case at display window corners, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).